Event description:
The pt was admitted to the hosp for aphasia, right hemiplegia and the inability to follow directions. The pt was diagnosed with an embolic ischemic cardiovascular accident. The pt also had a aortic valve replacement (avert).